Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 539 mg/dl with nausea and vomiting. The reporter was unable to troubleshoot. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: no defect found. Unable to duplicate the complaint. The last bolus delivery and the last basal delivery were on (B)(6) 2015 pump completed 24hr duration testing with no alarms. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately.